Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture (grade IV), seroma-late, pain, deformity, volume increase, cyst, "leakage of its content with abundant free fluid around the implant", tenderness. The device has been explanted.